Event description:
Freestyle libre 3+ sensor is reading at least 100-150 points high. This led to overdosing insulin and a severe reaction. The libre 3+ often works and then becomes suddenly inaccurate or looses signal and then regains. This did not happen with the libre 3. The 3 plus seems drastically worse than the 3 which has been discontinued, this one reads 100 mmol/l higher than sticks.